Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled.during a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. Around ten minutes after transseptal puncture and during ablation of left superior pulmonary vein (lspv), hypotension and pericardial effusion (pe) was noted. Pressure dropped to 50-60 systolic and urgent pericardiocentesis performed pulling out 330cc fluid. The patient was admitted to hospital beyond standard of care and expected to fully recover.it was further reported that there was no difficulty noted with the tsp workflow. The intracardiac echocardiography (ice) views was extremely challenging. Location of perforation or pe was never determined whether it was: relating to transseptal, perforation with the non-boston scientific ice catheter, cs catheter, or rosen wire from the farawave. Act was therapeutic. The patient has been discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. Around ten minutes after transseptal puncture and during ablation of left superior pulmonary vein (lspv), hypotension and pericardial effusion (pe) was noted. Pressure dropped to 50-60 systolic and urgent pericardiocentesis performed pulling out 330cc fluid. The patient was admitted to hospital beyond standard of care and expected to fully recover.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem.detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.